Event description:
The claimant's lawyer reported a house fire incident allegedly involving a mark 5 and three other liquid oxygen units. The fire report states that the pt's parents filled a portable unit on an enclosed front porch and were entering into the living room from the porch. A gas space heater was within 10 feet of the door. When the parents were within 8 feet of the heater, the one parent saw fire that ignited the drapes. This parent grabbed the drapes to take them outside and the other parent went upstairs to get three of the children. The one parent was not able to re-enter the house, as it was engulfed in flames. One of the children escaped the fire. Another child in an oxygen tent downstairs, and the other parent and two children upstairs perished in the fire.